Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient presented himself to surgeon complaining of pain and a sensation of something floating around in his knee. The surgeon ordered an x-ray and discovered that the locking screw had backed out and become a foreign body in the joint space. The surgeon elected to remove the screw and leave the devices implanted.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
A visual review of the returned locking screw finds the threads to be severely damaged. This damage is likely after it was dislodged and became impinged by the other implants. No assessment could be made as the damage was too severe. However, the device history records for this device were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Primary total knee arthroplasty (tka) and revision surgery notes were received. The surgical procedure states: ¿a secondary locking screw is required for the 17mm and thicker articular surface components when used with lps-flex components.¿ it continues: ¿apply 95 in. Lbs. Of torque with the wrench. Do not over or under torque. Under-tightening of the screw may allow the screw to loosen over time¿. It is unknown if the proper amount of torque was applied to the locking screw as that was not noted in the primary tka notes. An office follow-up of (B)(6) 2011 states: the patient sustained a fall about a week ago and landed directly on the anterior aspect of his knee, post 2 years 3 months from original tka date of (B)(6) 2009. Assessment at that time was to continue to monitor the patient. Another office follow-up dated, (B)(6) 2013: no evidence of loosening, projections demonstrate appropriate position and size of femoral and tibial components with no evidence of subsidence or loosening. Revision surgery notes state the loose screw was within the intercondylar notch and easily removed. There was a small area of scratching on the femoral component away for the articular surface and no obvious evidence of damage to the articular surface. The poly was not exchanged and a new locking screw was not placed. The surgeon understands the reason for the locking screw is due to holding the art surface in place during deep flexion and decided to proceed without replacing the screw. A complaint history search found one additional complaint against the drop down stem part and lot combination, however, this was for an unrelated issue. The locking screw was implanted for 7 years before it became dislodged. From the information provided we do not have enough information to be able to come to a definitive root cause for the dislocation of the locking screw.